Event description:
It was noted under fluoroscopy, during placement of this dialysis catheter, the polyester cuff had partially detached. The cuff and catheter were successfully removed from the patient as a unit and another dialysis catheter was successfully placed. The patient's condition is good. This device is currently being evaluated by this manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be filed under the appropriate sequence number. A lot search was performed and revealed no other complaints to date for this lot number. Patient anatomy and/or user technique during catheter placement may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use outline appropriate placement techniques.